Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Review of the device data logs confirmed the device shut down following activation of internal battery empty alarm. It is expected performance of the device to shut down within 2 minutes following activation of internal battery empty alarm if the device is not connected to mains power source or an external battery power source. Review of the device logs did not indicate a malfunction of the device or internal battery failure. The device passed all performance tests and triggered relevant alarms as expected. Visual inspection determined the cable connecting the rpsii external battery to the device was damaged; the device was not able to detect the external battery when the cable was bent. The stellar user and clinical manuals provide that the device is not to be used for life support. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient was apneic and pulseless when the stellar 150 device was found to be switched off. The patient required resuscitation and was taken to the hospital where the patient expired.